Manufacturer narrative:
The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. The customer's blood glucose (bg) was high, however, a specific value was not provided. Reportedly, the customer loaded a new cartridge onto the pump and delivered a bolus to address bg level. Additionally, the customer received a power source alert after plugging the pump into a wall outlet. During troubleshooting with tandem technical support, the customer was instructed to plug the pump into an alternate power source for at least 30 minutes. Customer acknowledged. During follow up, the customer confirmed that the pump was able to be successfully charged using an alternate power source.